Manufacturer narrative:
Investigation results: investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified brachial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the first inflation at 2 atmospheres for 2 seconds, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.